Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified broken shell and underweight. A visual and microscopic analysis was performed which identified crease sharp broken, crease fold, wear abrasion, missing shell (0-25%) and stress marks. Based on the device analysis, the final assessment is a broken crease sharp on radius assessed as fold flaw opening and missing shell assessed as inconclusive.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.